Event description:
Caller reported an issue with a cgm error 42 while using a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, and the caller successfully resumed their sensor session without the error recurring.